Event description:
A recent download from a male pt revealed several "battery charger fault" flags. Lifecor customer support noticed that these occurred on the same battery pack. Support contacted the pt to exchange the battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the faults was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last pt to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt rec'd a replacement battery pack.